Manufacturer narrative:
The customer requested an olympus field service engineer (fse) be dispatched to the user's facility to repair the subject device. If additional information becomes available prior to the conclusion of the investigation, a supplemental report will be filed.

Event description:
The customer reporter that the power button on his olympus video system center was stuck and requires replacing. According to the initial reporter, this event was found during procedure preparation. Additional details relating to the patient and the event have been requested, but no answers were provided. There was no patient harm or consequence reported as a result of this event.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 9 years since the subject device was manufactured. Based on the results of the legal manufacturer's investigation, and the inability to evaluate the subject device and duplicate the event, a definitive root cause of the power (on/off) button being stuck could not be identified. Olympus will continue to monitor field performance for this device.